Manufacturer narrative:
(B)(4). Method: the printed circuit board (pcb) of the complaint (B)(4) wall mount infant warmer was returned to fisher & paykel healthcare ('fph'). The pcb was visually inspected then installed in a known functional warmer for performance testing of the alarm function. Results: the "see manual", "power fail alarm" and all visual alarms function normally. The hospital had reported that the audible alarm on the subject infant warmer was not functioning. The performance test confirmed the report that the audio tone for various alarms was not working. The controlled alarm circuit for the buzzer was found to be open circuit. The audio alarm tone functioned normally when the buzzer was replaced. Our manufacturing records indicated that the warmer had passed all post-production functional tests before leaving our facility. A lot check revealed no other complaints of this nature for this lot number. Conclusion: prior to release, each warmer undergoes rigorous production testing. The pcb is first, visually inspected for any missing components. Following assembly of the pcb in the warmer, the warmer's audible alarm is functionally tested. Any failure of the audible alarm function will be detected during post-production testing. It is therefore unlikely that a defective audio alarm tone could have gone undetected during the manufacture and assembly process. It is likely that the buzzer became open circuit post-production. Our product technical manual includes an alarm check as part of the system performance and functional testing of the device.

Event description:
A hospital in (B)(6) reported to our distributor that an iw980 wall mount infant warmer failed to produce an audible alarm during set-up of the warmer. This was found prior to patient use.